Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the issue of cannot insert cutter was found. The device failed pre-repair diagnostic assessment cutter insertion verification. If additional information is received a supplemental report will be submitted. Ref: (B)(4).

Event description:
Report received from the USA stating that service was required for the device. During service, the issue of cannot insert cutter was found. It is unknown if the device was being used during surgery. It is unknown if injury or medical intervention occurred. No additional information was provided.